Event description:
Per the pt's mother, the tip of the catheter was cutt-off. Catheter was partially inserted (6 times), causing discomfort, but no bleeding. Physician was not contacted. Pt has been catheterized 3 times since with no problems or discomfort.